Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left popliteal artery. A 5.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 4atm upon first inflation for 30 seconds. The balloon was then simply removed from the patient's body. The procedure was completed with a different device. No complications reported and patient's condition was good.